Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that having more fecal accidents since the device was implanted compared to when they did the trial. The patient stated they had already had two accidents since the implant, which did not happen as frequently during the trial period. The patient explained that when they left the operating room (or), the device was set at 0.6, but they turned it down because the pulses were too strong and could be felt in the groin area. They adjusted the stimulation down to 0.5, which was less disturbing but still noticeable. During the trial, the patient was comfortable at 0.4. They described the sensation at higher settings as feeling like someone was tickling their crotch all day, which was quite disturbing and makes them feel like they need to shift their body. The patient felt that the sensation at higher settings was much stronger than what they experienced during the trial. Therapy information and general programming guidance were reviewed, but the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient reported bowel symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.